Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had pain at the ins pocket site. The rep reported that the patient had a procedure scheduled to move the ins from the present site. The rep reported that the patient had a small area at the site where the ins was ¿pressing on a nerve¿ which had been bothersome since implant. The rep reported that the discomfort was easily pointed to and concentrated in that area only. The rep reported that the patient wanted to give it 4-6 months to more fully recover from implant in hopes that it would resolve on its own. The rep reported that it did not resolve, so the patient made an appointment with the implanting healthcare provider¿s (hcp) clinic and the hcp¿s assistant said the discomfort should be resolved by moving the ins slightly to get it off the area of irritation. The rep reported that the revision was scheduled for (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.